Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and they were admitted to hospital on unknown date. Customer did not mention their high blood glucose level. Customer was ended up in the hospital. The insulin pump had been in use for 48 hours of reported event. The insulin pump will not be returned for analysis.